Event description:
It was reported that the color of the intermittent catheter was light orange when the patient started to use it but the catheter from the last order was more of a darker shade of orange and red. Patient stated that the darker catheter's rubber was harder than the lighter one and seemed harder to insert which seemed to cause more irritation than the lighter one. Per additional information received via email on 14jan2022, the problem was that the dark brown colored catheters seemed harder than the lighter, orange-colored ones causing more irritation when inserted. It was also stated that the darker colored ones also had the dimple that did not line up with the curved end, which made it more difficult to insert straight. Per additional information via form with sample returned on 09feb2022, customer had urinary tract infection using the intermittent catheters ((B)(4)). Customer also stated that the catheters were brown in color and not in orange or red ((B)(4)), and seems harder ((B)(4)). On some catheter the dimples did not match up with the curve on the other end ((B)(4)). Customer was concerned if they were as sterile as having more urinary tract infection than with the ones that were a different color. The brown ones seem different from the catheter which customer used the last couple of years. The curve not going the right way makes it harder to insert. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was confirmed manufacturing related. Samples were confirmed to exhibit the reported failure. As the reported event was found to be manufacturing related, it is deemed to fail to meet specifications. As the products were unopened they were not used for diagnostic or treatment purposes, but are intended for treatment. A potential root cause for this failure could be "machine error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required as the reported event was found to be manufacturing related. Correction: g,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the color of the intermittent catheter was light orange when the patient started to use it but the catheter from the last order was more of a darker shade of orange and red. Patient stated that the darker catheter's rubber was harder than the lighter one and seemed harder to insert which seemed to cause more irritation than the lighter one. Per additional information received via email on (B)(6)2022, the problem was that the dark brown colored catheters seemed harder than the lighter, orange-colored ones causing more irritation when inserted. It was also stated that the darker colored ones also had the dimple that did not line up with the curved end, which made it more difficult to insert straight. Per additional information via form with sample returned on (B)(6)2022, customer had urinary tract infection using the intermittent catheters (ngfp3267 and ngfr2541). Customer also stated that the catheters were brown in color and not in orange or red (ngfp3267 and ngfr2541), and seems harder (ngfp3267 and ngfr2541). On some catheter the dimples did not match up with the curve on the other end (ngfp3267 and ngfr2541). Customer was concerned if they were as sterile as having more urinary tract infection than with the ones that were a different color. The brown ones seem different from the catheter which customer used the last couple of years. The curve not going the right way makes it harder to insert. No medical intervention was reported.